Event description:
Per the clinic, the patient developed a open wound around the implant site, exposing the electrode lead wire (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed june 22, 2015.